Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain and infection at the pump, also the wound has opened slightly and drained pus, it was also observed that the pump was stuck and drainage. The patient was treated with antibiotics. The ipp was explanted, washed out and a tactra was placed. There is no additional information reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Updated concomitant product/therapy c2/d10 and patient codes h6 model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100622638. Model/catalog description: reservoir flat iz 100 ml. D4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain and infection at the pump, also the wound has opened slightly and drained pus, it was also observed that the pump was stuck and drainage. The patient was treated with antibiotics. The ipp was explanted, washed out and a tactra was placed. There is no additional information reported.